Event description:
Additional information received indicates the patient had her ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's pain returned and the ipg was confirmed inoperable. Surgical intervention may take place at a later date to address the issue.